Event description:
Additional information was received 23nov2021. The sheath did not malfunction in any way. Access was intended for the right internal jugular vein. The perforated carotid artery was repaired with sutures during vascular surgery. The patient remained hemodynamically stable and returned to baseline. There were no adverse effects to the patient.

Manufacturer narrative:
D1, d4, g4, h4: a search of product shipments to the customer determined product information. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving implantation of a cardiomems device, an unspecified 12 french cook sheath was inserted into the carotid artery by the physician, perforating the artery. The procedure was aborted and vascular surgery was consulted. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving implantation of a cardiomems device, a 12 french cook flexor guiding sheath was inserted into the carotid artery by the physician, perforating the artery. Access was intended for the right internal jugular vein. The procedure was aborted, and the patient was sent for vascular surgery, where the carotid was repaired with sutures. The cook sheath did not malfunction in any way. The patient remained hemodynamically stable and returned to baseline. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported event: intended use - "flexors introducers and guiding sheaths are intended to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature." Precautions - "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheathes should be employed." Potential adverse events - ¿vessel perforation¿ cook has concluded that there was no device defect. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.